Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported difficulties were unable to be confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. The investigation was unbale to determine a cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a moderately calcified, moderately tortuous de novo superficial femoral artery that was 80% stenosed. While attempting to deploy the 7.5x100mm supera stent, resistance was noted with the thumbslide advancement and the stent only partially deployed. The device was removed and the lesion was treated with balloon angioplasty. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.